Manufacturer narrative:
(B)(4). Date sent: 12/1/2025. Corrected data: b3. Additional information received: please give time line of events: procedure was the morning of wednesday, (B)(6) 2025 and I was notified via text by dr. (B)(6) on friday afternoon, oct 24 that he was taking the patient back to surgery for a gastric leak at the stapleline color of reload while in use with the slr: two slr were used on two blue sureform 60 fires that followed th first fire of a white sureform reload with out any slr which part of the stomach: it was a gastric bypass procedure so more up towards and into the fundus.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2025. Additional information was requested, and the following was obtained: hat was the procedure? - gastric bypass, robot assisted. Was a leak test performed during the initial procedure? Don¿t know. If so, what type and what was the result? Don¿t know. Was the staple line visualized endoscopically during the initial surgical procedure? Don¿t know. How many days postoperative did the leak occur? Two days later is when I was notified the patient was taken back for a leak, I don¿t know when the leak occurred or was found/identified/suspected. How was the leak identified? I don¿t know. What was observed at the site of the leak upon reoperation? A large blood clot in the gastric pouch was found and evacuated. How was the leak addressed? I don¿t know. Were there any issues experienced with the device in the initial surgical procedure? No - the product was applied correctly to the stapler and was placed as intended on the staple line for reaching the two firings - it went and looked as good as you would want, and the robotic stapler advanced and fired as intended on th first attempt with each of the two slr accompanied fires (no error code and no recalibration or even paused operation during either fire). Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Yes - to my knowledge it is purely due to correlation of this being the first time he¿s used slr in a few years and he had this outcome. He also thought is looked great during the procedure and had zero concern or hesitation during the procedure. Were there other contributing patient factors? Please explain. Please provide a time line of events.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2025. D4 batch#: unk. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: I have not received response from the surgeon. However, I was in the case so comments below are from my observation: was there any other issue noted with the staple line other than leak (malformed staples, staple line missing staples, etc.)? No. And no issues were observed or noted during the case. Everything looked as it should and functioned as intended. I have not heard back from the surgeon regarding any observation during the follow up procedure(s)/bring back. How was the leak controlled? No leak occurred during the procedure so no action was taken at that time. I have not heard back from the surgeon regarding actions taken during the bring back procedure(s). How much blood was lost (ml)? I don't know. No abnormal loss during procedure was mentioned or observed. I¿m not aware of the bring back procedure. Did the patient require a transfusion? I¿m not aware. Again, the surgeon has not responded. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes, a reparation and extended stay. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Myself, asi ae for the account. Surgeon has not responded to requests for additional information at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? Was a leak test performed during the initial procedure? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the patient has to come back due to a leak from an issue with the device. Adverse impact patient/user: yes.